Manufacturer narrative:
B5: additional information received: corelab review of cts from approximately 39 months post-index identified a type ib endoleak. There was no fracture, stent ring enlargement, stent ring migration or aortic enlargement noted. The maximum aortic diameter was 41mm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant navion stent graft was implanted in the endovascular treatment of a imh and pau. It was reported approximately 3 years post the index procedure, follow up CT showed that an increased endoleak at the level of the distal endograft was noted. Specifically, "broad-based contrast opacification external to the medial aspect of the distal graft persists and is similar in appearance". Per the physician the CT "demonstrated evidence of dsine versus type ib endoleak". This endoleak was thought to be a type ii endoleak on CT a year previously and is now deemed to be ib endoleak. No cause was reported. No additional clinical sequelae were provided and the patient will be monitored.